Event description:
It was reported that the patient presented in clinic for follow-up with inappropriate automatic mode switch episodes due to far r wave oversensing. The patient previously had intermittent undersensing of at/af events that led to inappropriate high voltage therapy when the rate fell into the v-a rate branch. Recommended reprogramming was performed. The patient condition was fine.